Event description:
It was reported that the device during the implant procedure, it was noted that the introducer set contained two sheath dilators intended for the 14 fr × 13 cm sheath. The patient then continued to decompensating for cardiogenic shock (cgs). Attempts to advance the impella device across the patient¿s porcelain aorta were unsuccessful despite multiple efforts, and device placement was subsequently aborted. There was no patient harm, and the patient successfully survived the procedure.

Manufacturer narrative:
D4. Serial number and primary UDI number is unknown. 5 different sizes dilators returned. Component missing / extra component (component misassembled) - during implant procedure, it was noted that introducer set contained two sheath dilators that accompany the 14fr x 13cm sheath. The cause of the missing and extra components was a manufacturing error on the vendor. The (B)(6) passed all incoming inspection criteria.